Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/01/15, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 389 mg/dl with large ketones and symptoms of nausea, vomiting, thirst and lethargy. Patient was taken to ER by family member and there received insulin via IV and injection until symptoms diminished. Upon restarting pump therapy, bg's began to spike and hospital recommended the reporter call animas. Upon troubleshooting the pump with customer support, it was determined that pump's basal history was not matching with expected rates. No known cause of this was identified. This complaint is being reported because the discrepancy in the basal history was not resolved, and the patient experienced hyperglycemia.